Manufacturer narrative:
A video was received by bd for evaluation. A quality engineer was able to review the video of venflon pro 20g from lot # 2215930 regarding item #393204 with the reported issue that needle hub defective / damaged. The investigation and simulation were carried out on (B)(4) retention sample where the investigating team has tested the samples for luer tapper and no luer tapper fail found in the 01-retention sample. Based on the video defect is difficult to confirm. The exact root cause can only be determined if we receive the original sample. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
A failure while checking conical fittings with 6 % (luer) taper for needles.with regards to the custom clearance process for order no. (B)(4) of pfi no. Qt-001/2023-rf-mds/iran, kindly be informed that the goods have been sampled by the customs and sent to a laboratory to examine them based on the standard numbers inso 7325-1 inso 7325-5 (based on iso 10555-1:2023) which is one of the mandatory steps in customs procedure for receiving certificate of conformity for IV catheters. According to received updates from the laboratory, the products are not going to receive approval and the coc since are not meeting some of the standards characteristics and requirements. The laboratory has sent a video comparing bd and b-braun IV catheters (similar models) and there¿s a failure while checking conical fittings with (B)(4) (luer) taper for needles (based on iso 80369-7:2021)

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd venflon catheter was not able to connect. The following information was received by the initial reporter with the verbatim: a failure while checking conical fittings with 6 % (luer) taper for needles. With regards to the custom clearance process for order no. (B)(6) of pfi no.(B)(6), kindly be informed that the goods have been sampled by the customs and sent to a laboratory to examine them based on the standard numbers inso 7325-1 inso 7325-5 (based on iso 10555-1:2023) which is one of the mandatory steps in customs procedure for receiving certificate of conformity for IV catheters. According to received updates from the laboratory, the products are not going to receive approval and the coc since are not meeting some of the standards characteristics and requirements. The laboratory has sent a video comparing bd and b-braun IV catheters (similar models) and there¿s a failure while checking conical fittings with 6 % (luer) taper for needles (based on iso 80369-7:2021).